Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4): helix/lobe distorted/bent, with blood on the helix. The helix does not fully retract because it is bent; full lead returned and analyzed.

Event description:
It was reported that during the implant procedure, the helix spontaneously extended without using the clamping tool. The lead was not implanted. No patient complications have been reported as a result of this event.